Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site. The burning sensation was felt when the stimulation was both on and off and got worst when the patient was charging. The physician prescribed additional pain medication.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site. The burning sensation was felt when the stimulation was both on and off and got worst when the patient was charging. The physician prescribed additional pain medication.

Manufacturer narrative:
Additional information was received that the patient was no longer experiencing burning sensation at the pocket site.